Event description:
It was reported that a spectrum iq pump had no sound during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the speaker had low sound. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a cracked rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.